Manufacturer narrative:
Failure analysis found intermittent button response due to flattened b keypad dome. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Keypad connector found closed properly during visual inspection.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were hard to press. Customer's blood glucose was 83 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.